Manufacturer narrative:
(B)(4). Batch # n53y1k. The following information was requested, but unavailable: were staples delivered into the tissue at the proximal end when they were deployed and unformed? No information. The analysis found that one sc60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were staples delivered into the tissue at the proximal end when they were deployed and unformed?

Event description:
It was reported that during an open total gastrectomy, some staples of the proximal end were deployed and unformed. Another device was used to complete the case. There were no adverse consequences to the patient.